Manufacturer narrative:
The returned device consisted of a watchman access system device with the dilator in the sheath. The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed a kink in the sheath located 48mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. When the physician fully recaptured the closure device the access system became kinked. The physician replaced both devices and completed the procedure successfully with a new closure device being implanted in the laa of the patient. There were no other complications or issues that occurred.

Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. When the physician fully recaptured the closure device the access system became kinked. The physician replaced both devices and completed the procedure successfully with a new closure device being implanted in the laa of the patient. There were no other complications or issues that occurred.